Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was shifted to ccu after the implant procedure, patient complained about back pain in the thoracic region. Physician suspected lead issue and decided to take the patient to the or again for lead repositioning. During lead repositioning procedure, helix was not coming out properly and after several rotations helix jumped into myocardium. All parameters were normal so the physician decided to retain this position and procedure was completed. The cause of the pain was not identified. During follow-up next day, no capture even at highest output was noted. Lead migration was noted under fluoroscopy. Physician decided to explant and replace the lead. Patient was stable post-procedure and was doing well.